Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda appears to be related to patient¿s morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During the deployment sequence of second mitraclip, the clip had single leaflet device attachment(slda) from the anterior leaflet due to calcification of the leaflet. Multiple attempts were made to grasp anterior leaflet using third mitraclip. The third clip was deployed successfully to stabilize the slda clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.